Event description:
Hardware on pump is not available. Tech support recommended replacing pump since hardware not sold by itself. Pump not under warranty but frame is. Hardware is stripped, and pump is moving away from the lift. Approved by (B)(6) with invacare . Okay to return under warranty.